Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ipg 2005 (B)(6); 8709 catheter 2005 (B)(6); 5076-52 lead 2005 (B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds, low pacing impedance and an insulation breach. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.